Event description:
It was reported that ins battery was only charging up to 50% despite charging it every day, and the patient programmer  was showing a 'contact clinician' screen with what the caller believed was code 213. The caller could not confirm that the code was 213, and they did not see the 'contact clinician' message today. Agent advised the caller to take a picture of the screen if they see it again. The patient was in the doctor's office at the time of the call, so further troubleshooting could not be completed. Due to the caller seeing the 'contact clinician' screen, agent advised them to follow up with the patient's healthcare provider. The caller stated that they would set up an appointment. No symptoms were reported. It is unknown if the issue has been resolved. The patient's relevant medical history included that the patient has dystonia, which can make it difficult for them to keep the recharger antenna positioned while charging the ins. No allegations were made regarding the recharger itself. The caller mentioned that a manufacturer representative was trying to see if they could get the patient the wireless recharger to see if that would make a difference.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.